Event description:
Patient in operating room and connected to primary controller. Primary controller immediately alarmed for emergency back-up battery (ebb) alarm. Controller exchanged for backup. Ebb battery exchanged in controller that alarmed.